Event description:
It was reported that during the one-day post-operative visit after implantation of an intraocular lens (iol) into the right eye, the surgeon noted the patient presented with 1-2+ edema, seidel sign, and cell 2+ fibrin in ac. This reaction was diagnosed as toxic anterior segment syndrome (tass). The patient's bcva decreased from 20/150 to cf @ 1 ft. The day after symptoms were observed, an intravitreal injection of vancomycin & ceftazidime was performed, and a culture was taken. The result of the culture was negative. In the surgeon's opinion, the most likely cause of event is possibly from the visco and lido/phen. Patient outcome is good. The following medications were prescribed for use at home postoperatively: pred-moxi-brom 1%, .5%, 0.075% dose: 1gtt frequency: tid 2 weeks, bid 1 week, qd 1 week neomycin & polymyxin & dexamethasone dose: 1 small ribbon frequency: once prednisolone 1% dose:1gtt frequency: qhourly duration: until directed otherwise.

Manufacturer narrative:
The serial number of the handpiece used in the event was not recorded by the account. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.